Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
A company field service engineer (fse) was performing an applicative test on br18067. While computing the 3d segmentation the robot quit responding and he had to force a manual shutdown. He then restarted the robot and continued on with his work. The robot then had to be restarted once more while computing the 3d segmentation for contactless registration for the applicative test, rosanna quit responding. He restarted the second time. The delay in total for both restarts was around 15 minutes. There was no patient. The fse completed the registration, which passed, and performed the applicative test which also passed.

Event description:
A company field service engineer (fse) was performing an applicative test on (B)(4). While computing the 3d segmentation the robot quit responding and he had to force a manual shutdown. He then restarted the robot and continued on with his work. The robot then had to be restarted once more while computing the 3d segmentation for contactless registration for the applicative test, (B)(6) quit responding. He restarted the second time. The delay in total for both restarts was around 15 minutes. There was no patient. The fse completed the registration, which passed, and performed the applicative test which also passed.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. It revealed that three issues occurred during this preventive maintenance. A first controller error occurred at the robot arm connection leading to a communication error and the shutdown of the device. As the error was not logged in the controller errors log then, the root cause for this first issue cannot be determined. Then, a second communication error occurred in guidance, when the robot arm was driven onto a planned trajectory, due to a too important amount of current measured in motor cables. This issue could be due either to an excessive force applied on the robot arm or to its collision with an element nearby or to a pinch cable. However, not enough elements are provided to determine which caused the communication failure. And finally, the last issue occurred during the computation of the 3d reconstruction, after changing the contrast of the exam, due to a lack of available memory. It indicates that the software did not have enough ram to compute and display the 3d view. However, not enough elements are provided to determine the origin of the memory lack.